Event description:
The customer reported when the esg-400 was used in a transurethral resection of the prostate procedure the electricity stopped and the unit gave an alert saying ¿use electrolyte solution¿ and error e006 was displayed. The procedure was completed with a similar device with no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional event information was requested from the customer. The customer later requested a withdrawal of the complaint filed but provided no answers to the requested information. The device was not returned for evaluation. The device history record could not be reviewed; the serial number was not provided. Investigation determined there were several possible causes for the reported e006 error messages: all potential causes are related to increased resistance between the generator's electrodes. This error message is designed to alert the user in case irrigation solution with insufficient conductivity is used. Other possible causes of error code e006 include: tissue built up on the electrode; elevated contact resistances due to poorly placed contacts; elevated contact resistance due to defective contacts; or the instrument being placed inside a gas bubble during activation. The root cause could not be identified with the available information. Following previous investigations of error e006 complaints, the manufacturer implemented a software update to improve the test conditions and averaging calculation that is made during resistance measurements. Olympus will continue to monitor field performance for this device.